Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer performed troubleshooting on their own. The customer's blood glucose (bg) level was over 250 mg/dl. A supply change was performed and a correction bolus was delivered via the pump to address the bg level. As the supplies in use during the occlusion alarm had been changed prior to contacting tandem technical support (cts), cts was unable to perform a system check to determine a possible cause of the occlusion.